Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the up button was sticking on the customer's insulin pump. The customer also reported frequent battery changes. It was also found the insulin pump was cracked and condensation was present inside the insulin pump's screen. The customer also had unexplained no delivery alarms. Customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.